Event description:
It was reported that the pt underwent knee revision surgery due to pain and instability. Prior to surgery, he had significant improvement with the use of pcl brace. Revision arthroplasty was offered for more a/p stability.

Manufacturer narrative:
This report will be amended when our investigation is complete.